Manufacturer narrative:
Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, the patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that the patient expired on (B)(6) due to a stroke. No further information was provided at the time of this report.

Manufacturer narrative:
The pump was not explanted and was not returned for evaluation. A direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.